Event description:
The customer reported that when using a telescope, 5.4 mm, 30°, autoclavable, the tip was missing. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (missing tip) was confirmed. In addition, the light guide was damaged. Additional evaluation findings were as follows: the internal lens was damaged, the outer tube was bent and had a dent, there was peeling of the gold plating on the outer tube, there was poor lighting due to a broken light guide connector, and there were image defects due to foreign matter adhering to the internal lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was discovered during inspection for use.